Manufacturer narrative:
Additional information: h4 and h6. H4: device manufacture date ¿ the lot was manufactured between october 7-8, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the device¿s bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The expected therapy time was 120 hours, but there was still 180 ml of medicine left in the pump. The device contained saline and fluorouracil for a total fill volume of 240 ml. An adult chest wall access port was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.